Event description:
It was reported that during preparation of a 6x30x135 absolute pro .035 self expanding stent system, when the mandrel was removed, the stent began to deploy. Reportedly, there was some resistance felt when the mandrel was removed. The device was not used and there was no patient involvement. A new absolute pro self expanding stent system was used to complete the procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the stylet was unable to be confirmed; however, the premature deployment was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.